Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon applying the sample to the adc meter, the test would not start, and therefore they were unable to obtain readings. The customer felt weak, experiencing dizziness, shaking, and lost consciousness. The customer's spouse provided candy for treatment.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. Control solution testing has been performed but test didn't start. An error message issue was observed and errc-3 was cloned to addressed this error message. The reader was de-cased and visual inspection was performed. Debris was observed inside strip port. Therefore, issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. No strips have been returned for this complaint. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the strips are returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon applying the sample to the adc meter, the test would not start, and therefore they were unable to obtain readings. The customer felt weak, experiencing dizziness, shaking, and lost consciousness. The customer's spouse provided candy for treatment.